Event description:
The customer reported that the unit powers up in service mode when on ac power.

Manufacturer narrative:
The customer reported that the unit powers up in service mode when on ac power. On 11/3/09 the unit was evaluated at philips, and the failure was verified. Replacing the front bezel assembly resolved the failure.